Event description:
Same case as MFR# 2134265-2011-02342, 2134265-2011-02511, 2134265-2011-02317 and 2134265-2011-02318. It was reported that during a stenting treatment procedure a balloon rupture occurred. An ion stent of unknown size was successfully implanted in the left anterior descending artery (lad). An unspecified amount of time later the patient presented with an acute myocardial infarction and thrombosis was discovered. Access was obtained via the right femoral artery. Thrombectomy was performed; bringing the vessel from timi 0 to timi 2 flow. A 2.5x12mm apex balloon catheter was advanced to the lesion and inflated on several occasions up to 10atms for 20 seconds. Follow up angiogram revealed timi 3 flow with no further thrombus present. It was noted that there was non-flow limiting dissection at the distal portion of the lesion. This revealed the lad to have 70-80% long diffuse stenosis, followed by a short, 90% stenosis at the apex. A 2.5x28mm promus stent delivery system (sds) was then advanced to the lad, but was unable to cross the lesion. A 2.5mm apex balloon was advanced to the lesion and upon inflation to 9atms, the balloon ruptured. The balloon catheter was removed from the patient. Intracoronary nipride was injected and angiogram revealed timi 3 flow. A second 2.5mm apex balloon was advanced to the lesion and when the physician began to inflate the balloon it ruptured. The balloon catheter was removed from the patient and a 2.5x12mm quantum maverick balloon catheter was then advanced to the lesion and inflated to 8atms with a good result. The physician attempted to inflate the balloon again in the mid portion of the lesion and the balloon ruptured at 9atms. The balloon catheter was removed and then a 2.5x18mm promus sds was advanced to the distal portion of the lesion and the stent was deployed at `10atms for 30 seconds. The stent delivery balloon was pulled back to the proximal portion of the vessel and inflated to 11atms. The device was removed from the patient and then a 2.75x28mm promus stent was deployed in the lesion at 10atms, overlapping the proximal edge of the first promus stent. A 3.0x15mm quantum maverick balloon catheter was then inflated multiple times in the lesion at 15atms. The device was removed and follow up angiography revealed an excellent result from the left main (lm) to the distal end of the lad. No additional patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).